Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. In 2001, pt's blood glucose was 53, 112, 207, 204, 38, 240, 355 and 422 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.